Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had frequent pi events and intermittent low flow alarms. An echocardiogram was performed on (B)(6) 2022, which showed the left ventricular end diastolic dimension (lvedd) was 5, the arteriovenous fistula (av) was closed, and right ventricular function was mildly reduced. The inferior vena cava (ivc) was not visualized and the doppler pressure (map) was in the 80-90 range. The patient had a presyncopal event while walking, on (B)(6) 2022, with no low flow alarms at the time. The patient's pump speed was decreased 5000 rpm and intravenous (IV) fluids were ordered.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had frequent pi events and intermittent low flow alarms. An echocardiogram was performed on (B)(6) 2022, which showed the left ventricular end diastolic dimension (lvedd) was 5, the arteriovenous fistula (av) was closed, and right ventricular function was mildly reduced. The inferior vena cava (ivc) was not visualized and the doppler pressure (map) was in the 80-90 range. The patient had a presyncopal event while walking, on (B)(6) 2022, with no low flow alarms at the time. The patient's pump speed was decreased 5000 rpm and intravenous (IV) fluids were ordered.

Manufacturer narrative:
Section h6: medical device problem code "1500 - decreased pump speed" removed. Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed low flow alarms. A direct correlation between the reported low flow and pre-syncopal event and heartmate 3 left ventricular assist system (hm3 lvas), serial number (B)(6) could not be conclusively established through this evaluation. It was reported by the account that on (B)(6) 2022 that the patient was having frequent pulsatility index (pi) events and intermittent low flow alarms for several days. The patient was asymptomatic when the alarms occurred. An echocardiogram was performed on (B)(6) 2022 that showed mildly reduced right ventricular function. The patient also had a presyncopal episode while walking on (B)(6) 2022. The pump speed was decreased to 5000 revolutions per minute (rpm) and intravenous fluids were ordered. The submitted controller event log file contained data from (B)(6) 2022 at 08:22:26 until 15:06:26. Multiple low flow events were captured throughout the log file when the estimated flow was calculated below the low flow threshold of 2.5 lpm. Five of these events persisted long enough to result in an alarm. The low flows occurred when pi was elevated. The log file appeared to capture the pump functioning as intended. Multiple requests for additional information were issued to the customer but no further information was provided. The patient remains ongoing with heartmate 3 left ventricular assist system, serial number (B)(6), and no further issues have been reported. The relevant sections of the device history record for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), and the hm3 patient handbook, is currently available. Section 1, ("introduction") lists potential adverse events that may be associated with the use of the hm3 lvas. Section 4, (¿system monitor¿), describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 6, (¿patient care and management¿), lists potential late postimplant complications that may be associated with the use of the hm3 lvas, including cardiac arrhythmia. Section 7 of the IFU, ("alarms and troubleshooting"), and section 5 of the patient handbook, ("alarms and troubleshooting"), address all system alarm conditions as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.